Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during a mesh of anterior wall of vagina procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, there was a 2mm diameter granulation in the anterior part of the vagina, and the mesh was found to be exposed. There were no changes observed on (B)(6) 2015 and a follow-up observation was performed. Reportedly, the mesh was placed in the vaginal wall, and there was difficulty in sexual intercourse.